Event description:
Per the audiologist, the patient suddenly experienced no sound with the device. The audiologist was unable to connect to the device. Information on explant and reimplantation was not available at the time this report was filed august 13, 2009.

Manufacturer narrative:
(B) (4).